Event description:
The device was used during a bowel resection procedure. Reportedly, the cartridge contained no staples. The surgeon applied another device. No pt injury was reported.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.